Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with dizziness. Noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) and left ventricular (lv) lead. The device was reprogrammed in order to resolve the event and the lv lead was replace successfully. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-07231.